Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised joystick is mounted to the back of the chair and has intermittent operation.